Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to sticky pump issue. The pump functioned upon removal, but did not work in the scrotum; therefore, the pump was removed and replaced. There were no patient complications reported.